Event description:
Cryoprobe was applied to the lens, pt moved and iris became frozen to the cryoprobe. Cryoprobe foot pedal was released and ice ball did not thaw. Pt movements resulted in iris dehiscence. Cryoprobe only turned off by nurse turning off machine.